Event description:
The account is unable to obtain accurate patient results of architect cea (carcinoembryonic antigen). Error code 1007 (unable to process test, activated read failure) was also detected. Trouble shooting included replacing the reaction vessel cells by another lot (68007p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, pain at the stimulator site when touched, and the possibility of an open circuit. The patient also had high impedance measurements. Electrode 8, 9, 14, and 15 ran >20,000 at 1.5v, but ran in normal range when ran at 0.7v and 3.0v. Re-ran test at 0.7v and electrode 10 ran >10,000 ohms, everything else in normal range (850-1020 ohms). Re-ran at 1.5v and 8,9, 14, and 15 were >20,000 ohms and electrode 10 was 12,605 ohms. Re-ran at 3.0v and everything was back to normal range except electrode 10 which was 6569 ohms. Group impedances were also run (program a1 and a2 had no results and a3 was 592 ohms). Removed electrode 8 from programming, re-ran group test (a1=722 ohms, a2=564 ohms, a3=588 ohms). Electrode combinations only provided stimulation below the knee and not in the patient's thigh or lower back. Increased stimulation was needed for the patient to feel stimulation below the knee. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.